Event description:
Pt underwent ureteroscopy with stone manipulation and laser lithotripsy-with 320 micron fiber through basket. The laser wand broke off at the opening into the stone basket. It was not twisted or turned. The physician had to release the stone to remove the basket so that the laser fragment could be retrieved. Part of the calculus migrated to the kidney. A second procedure will be required to remove the calculus.